Event description:
Information received from the field notes that during a follow-up, the device exhibited premature eri. The battery data was 2.67 v, 13 ua, 7.7 kohms. Calculations showed four months until eri. When the patient returned one month later, the device showed at eri. The patient was pacemaker dependent.